Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air detected set was found in the pump's event history but not duplicated during product evaluation. No assignable cause could be provided for this condition, but the air in line printed circuit board was replace as a precautionary measure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure was not confirmed and not reproduced; however, the quality engineer has determined that this condition is due to failure code 814:04. Failure code 814:04 was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a failure was not confirmed and not reproduced. However, baxter quality engineering confirmed the reported condition as failure code 814:04. The assignable cause was determined to be due to a faulty air in line printed circuit board. The air in line printed circuit board was therefore replaced to correct this condition.

Event description:
The facility representative reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.